Event description:
During life support training, the user charged the device up to 200 joules and went to place the paddles in the paddle well, at the moment, user experienced a light shock. There was no adverse effect. During biomed testing after the event a loud noise was heard from the device and the device then displayed a "defib fault 79" message.